Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The us based rep was conducting field training and found the automated impella controller (aic) to be malfunctioning. There was an issue with the purge disc.